Manufacturer narrative:
.

Event description:
The pt experienced a shocking or jolting sensation in her paresthesia area when she adjusted her device parameters up or down. Reprogramming of the stimulation "isolated the defective contact" and resolved the pt's symptoms. The hcp reported the pt had new pain associated with the reported event. Her outcome was reported as " no injury, recovered without sequela."